Event description:
It was reported that the patient was experiencing inadequate pain relief. It was noted that the patient had a fall and the left lead migrated. Imaging confirmed migration of lead. The patient underwent a revision procedure wherein the lead was moved up and the anchor was replaced. The patient was doing well postoperatively and the explanted device was not returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-lead fixation. Upn: m365sc43180. Model: sc-4318. Batch: 24796545. UDI: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief. It was noted that the patient had a fall and the left lead migrated. Imaging confirmed migration of lead. The patient underwent a revision procedure wherein the lead was moved up and the anchor was replaced. The patient was doing well postoperatively and the explanted device was not returned.

Manufacturer narrative:
Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. The patient underwent a revision procedure wherein the lead was moved up and the anchor was replaced. The patient was doing well postoperatively and the explanted device was not returned. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.